Event description:
It was reported that the device was leaking at the drain port because of a crack. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d3, g1, and g2 email is: regulatory.(B)(4). D10, h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found a cracked enclosure and tank cover. The device also had an outdated printed circuit board (pcb) and power switch. Functional testing confirmed the complaint. The device leaked at the drain fitting. Root cause was attributed to a crack in the enclosure. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information was received: event occurred during preventive maintenance. No patient harm.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.